Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has been in the hospital because of gastrointestinal problems. The ins still worked perfectly, even after stoma removal surgery. Then the pain intensified daily in the spine, adjusted the values to 4.6 for legs and spine but some how the patient noticed that something was wrong, because pain constantly increased in the evening and at night. Loss of therapy was noted. Since the patient was discharged yesterday, they wanted to check the regulator patient programmer but when they put it on implant, it beeped, display did not respond and there was no connection to the implant further. It only beeped. The ¿power wiring to the legs¿, they still noticed electricity, but to the head there seems to be interference. The patient wanted to know what to do. Questioned if it just malfunctions from the control unit to the implant or something else. The devices normally have to be maintained and also have a runtime, but the patient did not receive an appointment for check up. Then there was still the problem regarding the doctor who had implanted it, that he no longer practices in the university hospital. The patient had no idea whether the doctor can restart it or not, because the function for reset on control unit does not respond.